Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The handle is broken.

Manufacturer narrative:
The complaint was reopened as the products were returned. Examination of the devices confirmed that both handles had broken. The lot numbers indicate that lot p14832001 was placed into stock on 21 sep 2013 and lot pc30386001 was placed into stock on 25 nov 2013. The root cause is attributed to the devices being worn from normal use and servicing.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
The complaint states customer is complaining broken handle. No part remaining in patient. The investigation could not confirm the complaint as no product was returned. Previous investigations have found that design change was implemented for this product ((B)(4)) to prevent the anti-rotation pin from loading the plastic handle to minimise further failures of the handle cracking. (B)(4) was created to investigate the use of radel in instruments and concluded that the data showed no systematic failures of extruded radel for use in instruments. Following the dra a hhe was completed ((B)(4)) and concluded that the risk is medium and that no further action is necessary. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis.